Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, when the back flow was drawn to insert the farawave, the air could not be drawn completely, and intermittent air was observed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.